Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having low blood glucose in the morning up until 1 pm. Customer's current blood glucose was 102 mg/dl. Customer believes that the pump is over-delivering. Customer stated that her doctor makes changes to her pump. Customer stated that she remembers all of the boluses that were given. Customer stated that the pump was not exposed to strong magnetic fields. Customer was assisted in performing the displacement test and the pump passed. Customer stated that she feels comfortable with the pump. Customer will be shipped replacement sets and a reservoir.